Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector pump was monitored and functioned properly. Unit received missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, faded serial number label, minor scratches on lcd window and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm. The blood glucose was 152 mg/dl at the time of the incident. Troubleshooting steps were assisted for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshooting previous occurrence. Customer advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.